Event description:
It was reported that there was a thermal event.

Manufacturer narrative:
Alleged failure: cib joe- rep, issue: burning smell, sjc0018850. The failure alleged in the complaint record was not confirmed duplicated during the product investigation. The probable root causes could be other equipment being used . The product was returned for investigation and the failure mode will be monitored for future reoccurrence.

Event description:
It was reported that there was a thermal event.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.